Event description:
Device 1 of 2. Reference MFR report 1627487-2010-03269. The pt received her scs system on (B)(6) 2006. It was reported that the pt's stimulation was randomly turning off and that the pt was unable to increase stimulation past the perception level. Reprogramming was suggested as the solution to the reported issue. F/u on the pt found that she underwent reprogramming which appeared to resolve the issue, but the physician intends to replace the lead regardless. The procedure is scheduled to occur on (B)(6) 2010.

Manufacturer narrative:
Eval: method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.